Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device did not confirm the reported cuff miss. The analysis indicated that an anterior cuff-to-needle tip detachment occurred during the suture retrieval process which could appear very similar to the reported cuff miss. The cuff-to-needle tip detachment indicated that there was resistance encountered during the plunger retraction/suture retrieval process; however, analysis of the returned device revealed no conclusive cause. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed,there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the location of the device is not available. During manufacturing, all proglide devices undergo a variety of cuff, link, suture and needle-related inspections, including, but not limited to, needle alignment, suture forming, link forming, cuff tab bending and foot deployment inspections. In addition, a sample of devices from each lot must be successfully functionally deployed and destructively tested as part of lot release testing. No information was provided regarding user technique/anatomical conditions that may have affected the device performance. Based on the reported information and manufacturing inspection criteria, a definitive cause for the reported cuff miss could not be determined. Review of the device history record and a query of the complaint handling database could not be performed because the lot number was not reported and the device was not available for analysis.

Event description:
It was reported that a physician attempted arteriotomy closure of a right common femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred. Hemostasis was achieved with a second proglide device. There was no adverse patient sequela. The physician is trained in the use of the proglide device. No additional information was provided.